Manufacturer narrative:
The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. The initial reporter was the person from technical department of the hospital. Getinge became aware of an issue with one of surgical lights - xten. It was stated the handle from lighthead was broken and fell off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. The damages on the plastic handle shows (in the picture) a deterioration of the surface. The deterioration of the surface was probably caused by aggressive cleaning products used during the cleaning or by liquid residues left on the handles. The cleaning protocol was not provided. To prevent any safety issue the xten user manual mentions the procedure to clean the device indicating the prohibited products and indicating to rinse the device with clean water in order to remove residues after cleaning. The xten user manual mentions to check the light heads for chipped paint, impact marks and any other damage, during the daily check; and mentions to check the overall condition of the side handles, during annual checks. New handles available as spare parts were installed in order to replace the handles damaged and to avoid any incident. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
(B)(6). Initial reporter was hospital technician. Additional information will be provided following the conclusion of the investigation.

Event description:
On 16th april, 2024 getinge became aware of an issue with one of surgical lights - xten. It was stated the handle from lighthead was broken and fall off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.